Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the insulin pump alarmed a compromised force sensor system alarm and that insulin was squirting out during manual prime. The blood glucose level was unknown. The customer stated the drive support cap was sticking out. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product back for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to verify the compromised force sensor system alarm due to the motor error alarm. Unable to perform the self test, unexpected restart, displacement, rewind, occlusion, prime or no delivery alarm tests due to the motor error alarm. The pump passed the currents test and displacement test. The pump had a cracked case at the display window corner, battery tube threads, a broken reservoir tube lip, a cracked belt clip slot, minor scratches on the display window and a missing end cap sticker.